Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent and hip surgery on an unknown date and suture was used. The suture did not absorb, the suture was spitting and the wound did not heal as expected. The patient was resutured with a different kind of suture.